Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during dft testing at generator change out, the hv therapy failed to rescue the patient. The patient was externally rescued. Low shock impedance was noted. The pocket was opened and an insulation anomaly was observed in the pocket area. The lead was capped and replaced.

Manufacturer narrative:
The reported low shock impedance was confirmed in the laboratory. External insulation abrasion was found at 12.4- 12.7cm and 15.0-15.5cm from the connector pin, consistent with lead friction to the ICD can. Rv conductor was melted at 15.0-15.5cm from the connector pin. Internal insulation abrasion was found at 10.5-11.1cm from the electrode tip. The etfe coating was intact at this location.